Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, load points 3/4 false detect of tubing, was not reproduced, however the evaluator found the force sensor flex disconnected, which would not allow the pump to detect a loaded set at load points 3 and 4. The event history log (ehl) review was performed and revealed multiple sequences of "tube guide 2 loaded, tube unloaded," which can indicate that the tubing not successfully loaded at points 3 and 4. The connection was reestablished and the pump functioned as intended. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false detection of tubing at load points 3 and 4. There was no patient involvement. No additional information is available.